Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's sensor did not work and when they removed it from their body the sensor appeared short. No further details were provided regarding the short sensor. The sensor was not returned for analysis.